Event description:
Implanted 2006. Six months after surgery, she began to experience stomach pains and had a change in bowel habits. Can't eat most of the time because it makes her sick.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional information becomes available.